Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6. According to the gore® excluder® conformable aaa instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: surgical conversion.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa endoprosthesis (plc) & a gore® excluder® conformable aaa endoprosthesis (cxt). The physician's intended case plan was to place the cxt device on the left with the plc device on the right. The cxt device was placed an cannulated. The physician attempted to use a pig tail catheter but due to the patient's restrictive anatomy and the cxt device only being open to approximately 70% the attempt was unsuccessful. The physician reportedly observed the gate pulling away from the main body when the pigtail catheter was flexed. The physician and cs agree that the gate was successfully cannulated. The plc121000 was placed. On the final run the right iliac did not fill and upon further imaging it was discovered that the plc121000 was not in the gate. It was at that time that the physician decided to convert the case to an open fem/fem bypass. The patient tolerated the procedure. Upon contacting the physician was contacted the following day to check on the patient, the physician stated that the patient was discharged on (B)(6) 2022.